Event description:
Complainant alleged that during a shift check, the autopulse® platform displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message, that was unable to be cleared. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform was performed which found that the clutch plate was sticky and the top cover, front enclosure and bottom enclosure were all damaged. The platform failed initial functional testing as it exhibited a user advisory 7 (discrepancy between load 1 and load 2 too large) message. A review of the archive was performed and found multiple ua7s on the reported event date of (B)(6) 2014. Based on the investigation, one load cell was replaced to remedy the customer's reported complaint. The top cover, the front and bottom enclosure, and clutch plate were all replaced. The platform underwent and passed all final functional testing. The customer's reported complaint of the platform exhibiting a user advisory 7 was confirmed through both review of the archive and initial functional testing as the platform exhibited the error during testing. The root cause was determined to be that the load cell connected to the j3 connector on the amp board was not functioning. The load cell was replaced to remedy the reported ua7.

Manufacturer narrative:
Product in complaint was returned to zoll on 12/30/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.